Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported there was a suspected overdischarge. The patient has not charged the ins in 2 years. The patient reported that there were 2 previous overdischarge events but could not give the timeframe. The patient also mentioned visiting with a manufacturer representative (rep) 2 months ago at the va to discuss the type of leads implanted. All of the external devices could not communicate with the ins. The ins implant date was reviewed, and the ins would reach end of service (eos) in july under normal circumstances. It was also reviewed that there was possible device damage due to the overdischarge status. The caller was informed that if there is confirmed information that the patient has 2 previous overdischarge events, then it is moot to bring the device out of overdischarge. The leads can be tested during the replacement with the wireless external neurostimulator. The rep was advised to bring an extra lead to replacement. Patient non-compliance was given as the reason recharging was not maintained. No patient symptoms were reported. No further complications were reported/anticipated.